Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with moisture damage on lcd board. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that they woke up to the pump alerting for the button error. Alarm cannot be cleared and the keypad is unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will call back to get the replacement pump. No additional information provided.